Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: e1, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinders, air and water channels, and sub-water channels, but the foreign matter could not be identified. -it is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. In addition to the reportable malfunctions of white foreign material in (a/w) tube and jet tube, the evaluation found the following non-reportable malfunction(s):due to clogging of nozzle, water supply volume did not meet the standard value; probe cover was shaved; adhesive on bending section cover had wear; due to clogging of jet tube in control unit, water cannot be supplied. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the gastrointestinal videoscope has an image acquisition button that is stuck in the depressed position. It was not specified during what type of device use the issue was observed. The device was returned and during the device evaluation the following reportable malfunction was found: air/water (a/w) tube and jet tube had remains of white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.